Event description:
It was reported that the lead had high impedance and a high threshold. The doctor suspected a lead fracture so he removed and replaced it. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor fractured. There was blood in/on the helix mechanism and on the proximal conductor. The outer insulation was breached cut. Full lead returned and analyzed.